Manufacturer narrative:
Patient date of birth unavailable. Patient age unavailable. Patient weight unavailable.

Event description:
A peripheral laser atherectomy procedure commenced to treat lesions in the distal popliteal artery and in the anterial tibial (at) artery. A spectranetics turbo elite laser atherectomy catheter was used to treat the patient. It was reported that the lesion in the distal popliteal artery was treated successfully and the turbo elite device performed as intended. The physician then proceeded to perform a laser atherectomy in the long at artery. A small kink was noticed on the far distal end of the guide wire, but the physician was able to complete a pass through the lesion at 40/40 fluence. The physician reportedly pulled the laser catheter back and then proceeded to perform another pass through the lesion at 60/60 fluence. However, while lasing and advancing the laser catheter, the physician had noted some resistance and then noticed a kink in the laser fiber outside the body, towards the proximal end of the device. The rep reported seeing red light coming out of the kinked area of the laser catheter. The device was removed from the body, and a new laser catheter was used to successfully finish the case with no reported patient harm. Although the turbo elite device is not being returned for evaluation, this event is being reported due to the potential for exposure to manufacturing materials as well as inadvertent exposure to laser energy/radiation, per the report of the event received by the manufacturer.